Event description:
The customer reported pads/paddles ECG front end and pt contact indication failures. There was no report of adverse pt impact.

Manufacturer narrative:
The customer reported pads/paddles ECG front end and pt contact indication failures. There was no report of adverse pt impact. Philips evaluated the device, confirmed the issue, and resolved the issue by replacing the control pca.